Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump stays flat, causing the cylinders to not fully inflate. No hole was identified in the pump or cylinders. The pump and cylinders were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were found. Pump passed leak and functional test. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders presented wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had three holes and fluid leaks in the proximal end of the cylinder consistent with sharp instrument damage. The second cylinder had a hole and fluid leak in the middle of the cylinder also consistent with sharp instrument damage. Based on the information available and analysis results, the reported device allegations were no able to be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump stays flat, causing the cylinders to not fully inflate. No hole was identified in the pump or cylinders. The pump and cylinders were removed and replaced. No patient complications were reported.